Manufacturer narrative:
T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater. Patient is (B)(6).

Event description:
Rec'd info stating patient experienced high bg's. It is unknown which cartridge lot number was being used at the time of event. No patient harm reported.